Event description:
It was reported that during the paraesophageal hernia robotic laparoscopic procedure, the endoscope was difficult to manipulate laparoscopically. When placing the 11mm port with the optical obturator, the surgeon could not see the tissues well. There was no impact to the patient. No negative impact in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device is not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).